Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if any autopsy was performed. The patient was hospitalized for an unreported indication, on that same day the patient passed away. Therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was originally manufactured in 1996. The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. Internal and external inspection was performed and no issues were noted. The power on self-test was successfully performed. During servicing a part was replaced which was unrelated to the reported problem. Once the unit was repaired according to required procedures, it passed all check and calibration tests successfully. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.